Event description:
The patient usually had refills every 6 months but it was thought she had not had an appointment for 8-9 months. It was also reported the patient was in ¿so much pain.¿

Event description:
The patient experienced a change in therapy effect: the patient's left would not "lay down flat" and her left arm was very tight against her body, so much so that it made the patient's ribs hurt. The reporter was told by the pump hcp that the hcp no longer refilled pumps; the patient missed the pump refill. The critical pump alarm was heard and telemetry was not yet performed. A plan for the pump to be refilled by another provider was made; but the provider was concerned about the pump's function as it has been empty for some time (unclear how long). The pump continued to alarm; the patient was prescribed oral baclofen and was somewhat "knocked out" from the oral medication. The reporter was waiting to hear if an hcp would perform a pump study of the patient's pump. The patient's family indicated that the patient had been sleeping in her chair all day and was not eating or drinking. The patient was taken to the emergency room. Refilling the patient's pump was discussed. The pump was delivering baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted:unk. (B)(4).